Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. A revision surgery was performed, during which the physician suspected that the incontinence was secondary to cuff site atrophy. The physician confirmed that the original cuff was sized correctly, although it was kinked, and believed that the cuff was initially placed in the correct location. The physician decided to downsize to a 4.0 cm cuff. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. A revision surgery was performed, during which the physician suspected that the incontinence was secondary to cuff site atrophy. The physician confirmed that the original cuff was sized correctly, although it was kinked, and believed that the cuff was initially placed in the correct location. The physician decided to downsize to a 4.0 cm cuff. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to field h6: device codes.